Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -patient was revised to address infection. Doi: 2008, dor: (B)(6) 2011 (unk hip). Update: (B)(6) 2013 - litigation papers received. Litigation alleges that the patient suffers from pain, discomfort, inflammation, elevated combalt and chromium levels and difficulty ambulating. Date of implant has been provided. The MDR decision has been reversed and liner and head now reported.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
**Update** (B)(4) 2013 - pfs and medical records received. Revision operative notes confirm infection. All products have now been reported. Medical records have been attached for further review. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation to be closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the 2568281 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.